Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued using the pump and had manual injections as alternate insulin therapy.